Event description:
A customer reported their s7-3t transducer failed the electrical leakage test. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed that determined damages to the sheath were a result of customer misuse and external mechanical trauma to the cable. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The transducer was replaced to address the customer's immediate concerns and no further similar events were reported.